Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, 00507118100, oscillator blade, 19.5 x 86 x 1.27 mm (.050"), was being used during a knee surgery procedure on an unknown date when it was reported, ¿most of the blades break at the same spot.¿. Further assessment found that the "tip of the blade broke in two (snapped)." All fragmentation was retrieved with pliers. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with a 2-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, 00507118100, oscillator blade, 19.5 x 86 x 1.27 mm (.050"), was being used during a knee surgery procedure on an unknown date when it was reported, ¿most of the blades break at the same spot.¿. Further assessment found that the "tip of the blade broke in two (snapped)." All fragmentation was retrieved with pliers. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with a 2-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d4 lot number has been updated. Manufacturer narrative: the returned product was not previously used, still in the new condition. The package was found intact and not compromised. The complaint device was not returned; it appears that a sample device was provided. Examination of the returned new device, item 00507118100 found no issues with returned blade. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 31 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Avoid contact of blades and burs with cutting blocks, retractors or other instrumentation. Damage to blade, bur or instrumentation may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.